Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: (B)(6) 2005. Expiration date: (B)(6) 2010. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Manufacturing date: (B)(6) 2005. Expiration date: (B)(6) 2010. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with two 600cc mentor memorygel breast implants. Post-operatively, the patient initially noticed a dent on the left breast. As a result, the patient underwent an MRI and a possible leak was detected. Another MRI was taken and that confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two implant informations were provided, however, no additional information has been made available to determine which device belonged to the left breast. So, both implant information will be reported. A supplemental report will be submitted when clarification is received.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 5632391 number, and no non-conformances were identified. Manufacturing date: sep/26/2005. Expiration date: sep/25/2010. A manufacturing record evaluation was performed for the finished device 5646675 number, and no non-conformances were identified. Manufacturing date: dec/06/2005. Expiration date: nov/05/2010. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with two 600cc mentor memorygel breast implants. Post-operatively, the patient initially noticed a dent on the left breast. As a result, the patient underwent an MRI and a possible leak was detected. Another MRI was taken and that confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two implant informations were provided, however, no additional information has been made available to determine which device belonged to the left breast. So, both implant information will be reported. A supplemental report will be submitted when clarification is received.

Manufacturer narrative:
On july 25, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 600cc breast implant was found to be ruptured and received in three parts. Additionally, a crease was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot-5646675). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On july 5, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the suspect medical device was the 600cc mentor memorygel breast implant catalog: 3506001bc. Lot: 5632391 sn: (B)(6).

Manufacturer narrative:
On june 1, 2022, mentor became aware that the patient's implants were removed and replaced with the following devices: (left) 480cc mentor memorygel breast implant catalog: shpb480 lot: 9666443 sn: (B)(6) and (right) 440cc mentor memorygel breast implant catalog: shpb440 lot: 9672830 sn: (B)(6).

Manufacturer narrative:
On april 7, 2022, mentor became aware that the patient has been scheduled for breast implant removal surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture, cutaneous contour deformity.